Manufacturer narrative:
The information submitted reflects all relevant data received. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller indicated that an implantable pulse generator (ipg) had an electrical reset. The caller inquired about what changes would occur to the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.